Event description:
During an elective coronary intervention, this pt experienced a stent dislodgement and subsequent deployment in a non-target site. This pt was admitted to the hosp with a chief complaint of chest pain. The pt was currently taking no known medications. The pt was taken electively to the cardiac cath lab, where angiography revealed a haevily calcified, bifurcating lesion in the native mid-lad, just distal to an anastomosis of a bypass graft and the native vessel. There were no difficulties in accessing or wiring the vessel noted. The mid-lad lesion was predilated. The 2.5 x 8mm cypher stent was prepped with negative pressure outside of the pt's body and was then put into a neutral pressure position for advancement to the lesion site. While attempting to position the stent within the native mid-lad, the sds would not cross the anastomosis site of the lad and a bypass graft. The physician withdrew the catheter back through the guider and out of the pt. A that time he noted that there was no stent on the balloon. Cine revealed that the stent had dislodged within the proximal lad. A balloon advanced through the stent, and it was deployed within the proximal lad (non-target site). The lesion was then successfully stented with a 2.25 x 8mm minivision stent. There was no pt injury.